Manufacturer narrative:
As reported the patient was implanted with a davol prosthesis to repair a hernia. She reports that injuries she sustained during catheter placement resulted in her experiencing postoperative complications related to urine retention. The hospital staff was well aware of the implant when ultrasounds were performed on the patient and it is the responsibility of the medical staff to perform diagnostic imaging properly or to seek out alternative diagnostic methods to ensure proper patient care. As reported the davol device performed the intended function of hernia repair. The information as provided by the patient does imply that the implant may have contributed to the hospital inability to detect the urine retention in her bladder by ultrasound imaging, subsequently leading to her reported kidney failure. As such davol has taken a conservative approach and reported this as an MDR event. Based on a review of the information provided by the patient it appears that the problem she experienced was related to the diagnostic method and not related to a failure of the implant.

Event description:
This event was initially reported to davol via maude event report (B)(4). We have since spoken to the patient and she has alleged the following: on (B)(6) 2013, the patient alleges that she was implanted laparoscopically with a ventralight st mesh and sorbafix fixation to treat incisional hernia. Patient stated that the facility was behind schedule and when catheter was places she was still awake. She claims that during the insertion they damaged structure and she stated that doctor told her later that there would be blood in her urine. She stated that this injury caused other issues post-op. She experienced urine retention during the immediate recovery period. On (B)(6) 2013, they removed the catheter. She claims that they took her for several ultrasounds that did not detect the urine retention in her bladder and gave her pain meds. As her condition continued to worsen the head technician stated in her room (B)(4) that they did not perform the ultrasound correctly to image thru the mesh. He then performed an ultrasound, but she claims he also failed to properly diagnose the problem. She was retaining much more urine than the test was showing. She stated that why they could not determine this with other methods is beyond her reasoning considering that amount of fluid intake that hey should have been monitoring. She experienced two kidney failure events as a result of the poor treatment of care she received. She stated that she did not believe this to be device related event, but her concern would be for others who may not have an awareness of the proper imaging method, and have similar problem.